Event description:
It was reported the surgeon was doing a routine battery replacement using a pocket adaptor, and planned to use the plug from the adaptor kit. The surgeon and nurse both noticed the plug was missing from the adaptor kit, so an accessory kit was opened to obtain the necessary plug that was missing from the adaptor kit. The dual adaptor from the kit was used. There was no patient injury.

Manufacturer narrative:
(B)(4).